Manufacturer narrative:
There was no patient involvement, thus no patient data exists. There is no expiration date for this product. Actual device was evaluated in the field on (B)(6) 2010. Evaluation summary: after an on-site evaluation by a field technician, it was reported that a brake cylinders was leaking and the power entry module was damaged. The floor lock cylinder and power entry module were replaced on site by the field rep. The root cause for the leaking cylinder is possibly due to worn out usit washers, and the damaged power entry module may be due to use error. The malfunction of a leak poses a moderate risk to a user for causing a potential slipping hazard. Or if the leak was not noticed, it can lead to complete hydraulic fluid drain causing the table to be completely non-functional for articulations (except for slide mechanism). However, this specific malfunction was identified prior to use and no patients were involved and no adverse events were reported. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that a surgical table in operating room-(B)(6) was having issues with the power entry module and may be leaking hydraulic fluid. There was no reported patient involvement, and no reported adverse consequences.